Event description:
It was reported the rv lead impedance and thresholds started to rise gradually. A replacement had been scheduled but no left venous access was possible at that attempt. Three months later the lead was replaced. A new lead was implanted on the right side. On the following day, impedance and threshold measurements were reported as normal.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.